Manufacturer narrative:
Device used for treatment and not diagnosis. Tip of stardrive screwdriver shaft broke off in the screw recess of the implanted screw. The investigation of the complained screw driver shows that the star drive tip is indeed broken off. Further investigation regarding the manufacturing documents show conformity to the specification. The broken surface does not show any anomalies which indicate material conformity as well. We are not able to determine the exact reason which has lead to this breakage. We suppose though that simply too much applied mechanical force well beyond its calculated design caused the breakage; possibly not inserted deep enough. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: screwdriver tip broken off. On (B)(6) 2013 the tip of the stardrive screwdriver shaft broke off in the screw recess of the implanted screw. The broken portion of the screwdriver jammed in the screw recess of the implanted screw. The surgeon was unable to remove the piece of instrument.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A subject device has been received and is currently in the evaluation process. A review of the device history record revealed no complaint related anomalies.